Event description:
It was reported that the patient received an uncommanded bolus at 4:39am of 8.65 units with subsequent hypoglycemia of 30 mg/dl. Symptoms reported include feeling wobbly and looking unwell. The patient was treated with 15 grams of glucagon gel, orange juice and oatmeal and then ems (emergency management services) was called at 6:08am. Ems treated hypoglycemia with dextrose. According to the patient's caregiver, the blood glucose levels did rise to 364 mg/dl later. It is unknown how long ems was with the patient. The patient's caregiver stated the patient is unable to administer boluses themselves and was sleeping at the time the uncommanded bolus was delivered. It was also noted that the patient's cgm (continuous glucose monitor) results differed by 130 mg/dl from the blood glucose meter results. Caregiver was warm transferred to dexcom for incorrect readings on cgm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus, hypoglycemia or emergency medical services treatment. No lot release records were reviewed, as the product lot number was not provided.